Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/22/2021. H.6. Investigation: a complaint of component damage was received from the customer. Three samples were returned for investigation. Separation on the spike was observed on the first sample. Insufficient amounts of solvent were seen on the tubing connecting the spike. The second sample had issues with priming, and it was also seen that the safety clamp was having issues opening and closing properly. The third sample had a small tear in the pumping segment. A device history record review could not be performed on model 10015012 because a lot number was not provided by the customer. The root cause for the separation of the sample was an insufficient amount of solvent applied to the connection site during assembly. The root cause for the air bubbles and difficulty in priming the second set was caused by the stiff safety clamp. Once it was fully pushed opened the set was able to be primed and infused.

Event description:
It was reported that the gem 20dp mc .2mf 2ss dehp-free experienced component separation. The following information was provided by the initial reporter: material #: 10015012 batch/lot #: unknown the ref# 10015012 was for 2 of the 3 sets. The third set I sadly did not have any identifiers for that set. Today I have two more sets that were placed in my office. I cannot give you a lot number for those sets and would think that you do not want these sent to you. Please let me know if you would also like these sent. They have breakage at the same spots as the others. I have been in contact with our central supply about lot and reference numbers for the past few months to see if he can provide the these for us.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem 20dp mc .2mf 2ss dehp-free experienced component separation. The following information was provided by the initial reporter: material #: 10015012 batch/lot #: unknown. The ref# 10015012 was for 2 of the 3 sets. The third set I sadly did not have any identifiers for that set. Today I have two more sets that were placed in my office. I cannot give you a lot number for those sets and would think that you do not want these sent to you. Please let me know if you would also like these sent. They have breakage at the same spots as the others. I have been in contact with our central supply about lot and reference numbers for the past few months to see if he can provide the these for us.